Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, elevated iop with angle closure, significant shallowing of the ac and significant reduction of iridocorneal angles. In a separate surgery the lens was exchanged with a shorter length and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6. Health effect- clinical code (e): 4581- significant reduction of iridocorneal angles/ significant shallowing of the ac/ angle closure. H11- manufacturer narrative: iop elevation from baseline and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).